Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2003. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2013 due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, metallosis and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 10 states, "fretting and crevice corrosion may occur at interfaces between components." Number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿

Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2003. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2013 due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, metallosis and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient's medical records indicate the revision was due to pain, elevated metal ion levels, and MRI evidence of pseudotumor. Operative report notes reactive tissue, fluid, signs of corrosion within the head and trunnion, and soft tissue laxity.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided. Expiration date - unknown; PMA/510(k) number - unknown; manufacture date - unknown.